Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth implants due to the patient¿s concern of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as surgical damage and observed opening on posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification) ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ black particles observed inside the device. ¿ white calcification observed outer device. ¿ observed delamination total of the plug strap disk shell (adhesive failure) no further actions are required as the device was implanted additional, changed, and/or corrected data: h3, h6

Event description:
Healthcare professional reported deflation. The device has been explanted.

Event description:
Healthcare professional reported, deflation. The device has been explanted.